Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the pump was delivering less insulin than requested. Customer's blood glucose was between 230 mg/dl and 235 mg/dl. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the issue resolved after using a new box of cartridges.